Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. Device had biological residue lodged in jaws. Difficulty was experienced in loading, unloading or toggling the needles in the device prior to cleaning out biological residue. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the reported condition may occur when biological residue builds up in the jaws of the device from prolong use or use in more than one procedure. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic paraesophageal hernia repair, when switching the needle from one side to the other, the sides did not align properly. Another device was opened and the case proceeded without incident. There was no patient harm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic paraesophageal hernia repair, when switching the needle from one side to the other, the sides did not align properly. There was no patient harm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.